Event description:
The manufacturer was contacted in reference to an simplygo portable oxygen concentrator alleging frequent intermittent shutdown failure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer, and during evaluation the event was able to be duplicated due to the low concentration in the sieve, heating in the engine, board does not detect test software, and front enclosure had faulty connection cable.

Manufacturer narrative:
Updated: section d: device identifier (gtin) updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.